Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen was found cracked overnight, after which the user could not announce meals while insulin delivery otherwise continued as expected. Symptoms included none reported, and blood glucose was reported at 105 mg/dl. Outcomes included no injury, no medical intervention, and no impact to therapy beyond the inability to announce meals. Investigation included customer troubleshooting and education on device shutdown, data syncing, and replacement setup, with confirmation that the device would require a standard startup on replacement. Investigation of this case revealed damage to the display component consistent with a cracked or broken screen that impaired user interface functionality while core pumping functions remained operational. It was concluded, based on previously established findings for similar reports, that physical damage to the device screen was the cause.